Event description:
It was reported that the tip fell off of 2 separate probes. Additional information was received and noted that the tips were retrieved from the patient.

Event description:
It was reported that the tip fell off of 2 separate probes. Additional information was received and noted that the tips were retrieved from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The unit was discarded, therefore, the reported failure mode could not be confirmed. The device history record of the reported lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or is related to this condition. The probable root causes for the reported condition can be associated, but are not limited to: (1) non conforming component (2) assembly process and/or (3) misuse. However, these cannot be confirmed since the unit was discarded. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.